Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product/lot/serial number: (B)(4); product type: delivery catheter system; implant date: n/a; explant date: n/a; product ID: l-evolutfx-2329. Product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant procedure this 29-millimeter (mm) transcatheter aortic bioprosthetic valve, a left bundle branch block (lbbb) developed. A temporary transvenous pacing wire was placed and left in place for further monitoring. An electrocardiogram (ECG) performed later that time confirmed the lbbb was no longer present. The lbbb was reported as resolved. The patient was discharged the following day with mobile cardiac outpatient telemetry (mcot). Mcot findings were reviewed at an office visit 6 days later. Mcot findings included normal sinus rhythm (nsr) with a heart rate (hr) of 58 to 126 beats per minute (bpm) and an average hr of 78 bpm. No significant atrio-ventricular block (avb) was observed with a total burden of <(><<)>0.01%. Supraventricular tachycardia was reported. The longest run of supraventricular tachycardia (svt) was 20 seconds. The svt occurred 3 days following the valve implant. There were 5 ventricular tachycardia (vt) events with the longest run of 7 beats. Ventricular tachycardia occurred 5 days following the valve implant. Premature ventricular contraction (pvc) burden of 0.85% was noted with a premature atrial contractions (pacs) burden of 2.08%. Electrocardiogram (ECG) was performed at the office visit 6 days following the valve implant and showed prolonged pr with first degree atrio-ventricular block (avb). No additional treatment was required. The one-month follow-up ECG did not show any avb. The event was noted as resolved.